Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400612733. One (1) sample and one phtograph was submitted to the manufacturer for evaluation. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Through visual examination, a crack in the lli-cone of the filling port was observed. The reported defect was confirmed. An approved project is in place to further address issues with leakage. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: easypump leaking during preparation in rx with 5fu and ICU medical chemolock. The leaking occurs during filling of the pump while inverted, and the leaking is observed from the 3 slits in the fill port of the easypump. No injury reported.